Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the review of post market surveillance data showed that the most likety root cause of the side rail detachment is the excessive external force applied. The analysis of data are ongoing to establish the root cause of the investigated event. ¿no UDI information is available, the device was manufactured before UDI implementation

Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the analysis of data are ongoing to establish the root cause of the event. ¿no UDI information is available; the device was manufactured before UDI implementation. ¿no UDI information is available; the device was manufactured before UDI implementation.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The lower arm (the part of the side rail assembly) disconnected from the frame. The bed was in use by the patient. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. ¿no UDI information is available, the device was manufactured before UDI implementation.

Manufacturer narrative:
The citadel plus bed frame is equipped with 4 side rails, two on each side of the bed. While raising side rails, locking pins slide on the bearing plates (parts of the side rail assembly). Once in the raised position, springs push the locking pins into holes in both the bearing plates and the metal frame of the bed to secure the rails in raised position. The issue occurred when the customer's staff lowered the side rail to inspect the mattress. When they attempted to raise it again, it would no longer stay in the raised position. The service was requested, thus the staff reacted accordingly to the product instruction for use (IFU 831-374) which states that the operation of the side rails should be checked daily and if the result of this action is unsatisfactory, arjo or qualified service personnel should be contacted. Analysis of post-market surveillance data indicated that the bearing plate could malfunction as a result of mechanical damage. However, in the investigated case, there was no evidence suggesting that the part had been mechanically damaged. Therefore, the cause of the bearing plate dislocation remains unknown. To sum up, the consequence of the bearing plate dislocation, the inability to lock the side rail in the raised position, is easily noticeable to the bed operator. The investigated issue itself has never led to a patient fall, serious injury or death. Therefore the failure of dislocated bearing plate will not be considered reportable in the future. ¿no UDI information is available, the device was manufactured before UDI implementation the describe event or problem, medical device problem code, component code, investigation findings code were corrected.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the side rail was broken. The bed was in use by the patient. No injury was reported. The complaint was initially assessed as reportable as it was thought that the lower arm (component of the side rail assembly) was disconnected from the frame due to a dislocated pin. However, upon inspection, the arjo service technician found that the bearing plate had become dislocated. As a result, the locking pins were unable to align with the holes, preventing the side rail from locking.

Manufacturer narrative:
The issue occurred when the customer's staff lowered the side rail to inspect the mattress. When they attempted to raise it again, it would no longer stay in the raised position. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the review of post market surveillance data showed that the most likety root cause of the side rail detachment is the excessive external force applied. The analysis of data are ongoing to establish the root cause of the investigated event. ¿no UDI information is available, the device was manufactured before UDI implementation.